Manufacturer narrative:
The manufacturing records were reviewed. The review of the documentation and testing presented in the manufacturing record were found within product specifications. No discrepancy related to quantity was found. Slit lamp inspection of silicone lens shows that all the lenses sampled had an acceptable haze level. No deviation or non-conformance (ncr) related to the customer claim was generated. The result of the manufacturing record review does not suggest any fault for diopter power in the lens reported. The silicone intraocular lens reported was released within the diopter specifications. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
A patient contacted abbott medical optics and inquired whether or not the two (2) intraocular lenses that she had implanted were part of the recall. The patient was contacted, and it was reported by a family member that the patient was experiencing post op refraction; patient had difficulty seeing post op, mainly with near vision. The family member did not have any additional details. The onset of symptoms, date of event was not provided. No further information was provided. The report reflects the intraocular lens implanted in the patient's left eye. Patient has another intraocular lens implanted in their right, companion eye and this lens will be reported in a separate MDR filing.

Manufacturer narrative:
Date of event: unknown. Explant date: if explanted, give date: not applicable (na) - to date, the intraocular lens remains implanted. (B)(4). Reason for non evaluation: to date, the intraocular lens remains implanted. All pertinent information available to abbott medical optics has been submitted. Placeholder.